Manufacturer narrative:
(B)(4).

Event description:
This complaint was received as follows "rein-ett(with stylet)'s inside coating muster caused the blockage of the airway tube,almost caused the patient die during the anesthesia operation." Additional information received: more information received from case reporter: what is the age, gender, height and weight of the patient? (B)(6), female, (B)(6). What was the reason for admission? Vertebral fracture. What surgical procedure was being carried out? Lumbar fixation. What medical co morbidities does the patient have? No. How was the problem with the tube discovered? Airway resistance up to 45cm/h2o. How long after the insertion of the tube was the problem noticed? Less than 30 seconds, just after gas injection found the increased airway resistance. What symptoms or signs did the patient exhibit at the time of the event? Decreased oxygen saturation. How was the problem corrected? Change a new rein-ett immediately. Was the device being reused at the time? No. Had the device been re-sterilized? No. How much air was instilled to inflate the cuff?12ml. What is the current clinical status of the patient? They found the problem timely and took the immediate action to replace the tube now the patient has no serious consequences. It was mentioned that the endotracheal tube became blocked during use in surgery and that led to a life threatening situation for the patient. The event is deemed serious based on this information. From a clinical perspective, a causal relationship between the airway tube and this event is deemed possible. Based on the investigation, observations were made where all manufacturing activities, process settings and parameters were reviewed and confirmed as being within specifications. No obstruction was evident below 50 cm h20 during investigation. Hospital reported airway resistance at 45 cm h2o. During the investigation, the issue was replicated above 50cm h2o. Obstruction was contained to a specific area within the cuff area and no evidence of overnotching. The investigation found that sample functioned as per product specification (ps-032-mp) at the point of product release. Further investigations was performed to correlate the 12ml air (as applied to cuff at the hospital) with the internal cuff pressure.